Manufacturer narrative:
Correction: it was reported that only the abutment was removed, the device remains in-situ. The patient was treated with topical antibiotics. This report is submitted on 28 september 2020.

Manufacturer narrative:
This report is submitted on 9 september 2020.

Event description:
Per the clinic, the patient experienced infections and skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia to undergo skin revision surgery and covert the patient to a transcutaneous osia baha implant system.